Event description:
The customer reported that the system failed to boot up to a usable state. No pt or user injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The technique processor pcb and sram were evaluated and found to be root cause of the failure. No further conclusion can be drawn as repair info is unavailable and no additional service info was provided.